Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker determined that the cause of the reported issue was due to an incorrectly latched battery 2. Battery 2 was removed from service. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.